Event description:
Treatment of an aneurysm located in the cavernous segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.50mm x 30mm) could not be released from the capture coil as it was in the m1 segment. The pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. A second pipeline (unspecified size) was then implanted in the patient and required balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon to open. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00779.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.